Event description:
It was reported after implanting the zct375 model intraocular lens (iol) there was residual outside medical planning. Extent of patient contact is unknown as iol fully inserted inserted and removed during same procedure and no patient involvement information was provided. There was no vitrectomy however, the incision was enlarged. The following are all unknowns: daily activities the patient cannot perform that he/she was able to prior to surgery, suture(s), procedural delay, if further medical attention was needed, and if medication was prescribed (outside of standard care). Patient status was reported as temporarily impaired. Patient information was not provided due to personal data privacy legislation/policy. No further information is available.

Manufacturer narrative:
Additional information: sections a-2 patient age/date of birth, a-4 patient weight, and a-5 patient ethnicity and race: unknown as information was not provided due to personal data privacy legislation/policy. Section b-3: date of event: unknown as information was not provided. Section d-4 catalog number: unknown as device serial number was not provided. Section d-4 device serial number: unknown as information was not provided. Section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device serial number was not provided. Section d-6a date implanted: unknown/asked information unavailable. Section d-6b date explanted: unknown/asked information unavailable. Section e-1 reporter telephone number: (B)(6) section h3-81: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Section h-6 health effect - clinical code: 4581 - incision enlargement section h-6 medical device problem code: 3191 - residual outside medical planning. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.